Manufacturer narrative:
H3-review of production batch records for the device found spec requirements to have been met. In addition, returned device was dimensionally inspected and found meet spec requirements. No further investigation is planned.

Event description:
Revision hip surgery was performed due to disassociation of subject bipolar shell component and a bipolar liner component, catalog number 85-8205, mfg report no. 1219655-1997-00030, from a femoral hip head. Catalog number 85-3831, mfg report no. 1219665-1997-0040.